Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one short port btt black inflation valve popped. As a result, the balloon would not remain inflated. The physician's assistant used a stop cock to cap the inflation valve and the procedure was completed using the same device. The hospital did not report any pt complications.